Event description:
It was reported that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and failed. The allegation was confirmed. The root/probable cause was determined to be transmitter failed error. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem additional. D10: device availability additional. H2: follow up type additional/ device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.